Event description:
It was reported multiple intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high" (specific bg value was not provided). A manual injection was administered to address elevated bg. The pump supplies were changed out to address the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.